Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the repair of the device at the manufacturer's service center, the device failed to alarm at start up. The device's front module assembly was replaced to address the issue.